Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 170 mg/dl. No bg meter comparison value was reported. The patient was wearing an omnipod insulin pump. The patient¿s insulin pump was delivering insulin to the patient based on ¿falsely high¿ cgm values according to the patient. At an unspecified time later that day, the patient had a severe hypoglycemic event with resulted in a seizure and loss of consciousness. The patient was taken to the ER (it was not specified by who) and was hospitalized for two days. No cgm or bg meter readings nor treatment / medication details were provided. At an unspecified time at the hospital, the patient¿s bg meter reading was 149 mg/dl while the cgm was reading 216 mg/dl. Attempts to reach the patient for further event clarification were unsuccessful. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient having a hypoglycemic event. The reported glucose values fall within the b zone of the parkes error grid at an unspecified time during the event. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.